Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens -2.00/0.5/017 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed, lens remains implanted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5- per updated information the problem resolved, all is fine and patient is happy. Claim # (B)(4).